Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The us complainant reported the automated impella controller (aic) would not prime impella cassette and disc. The pump did not make a priming noise and fluid was coming out of the yellow port, but only at the gravity drip. Staff attempted to reinstall the cassette twice and the aic would not prime. A new aic was brought in and the same purge cassette/purge disc was used and it was successful.

Manufacturer narrative:
The investigation into the aic - purge issue ¿ other issue has been completed since the initial report was submitted. The console was returned and tested. Visual inspection of the purge assembly revealed excessive purge fluid residue, indicating leakage of purge fluid during clinical use. Purge fluid residue was also found within the purge motor assembly, preventing the purge motor from spinning. The cause of the aic issue was contamination.